Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there were no circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the ipg migrated, confirmed by x-ray, and the ipg was explanted and replaced to address this issue.